Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of large air bubbles in their reservoir. The customer states there is small amount of insulin left in the jar. The customer was assisted with troubleshoot, but the call was dropped and not completed. The customer was not able to be reached.